Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime/rewind loop. The customer's blood glucose was 349 mg/dl at the time of the incident. The customer stated they got stuck when they were filling the tubing and received a failed battery test alarm. The customer was unable to troubleshoot as they did not have the device with them. The insulin pump will not be returned for analysis.